Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that while following surgical protocol, the doctor impacted the trial glenoid. The doctor went through range of motion and was very happy. He then dislocated the patients shoulder, extracted the size 4 glenoid, and noticed that two of the four pegs sheared off in the glenoid bone. Doctor was able to extract the two pegs from the glenoid and the procedure finished without delay. There is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to use error. Alliance glenoid surgical technique indicates to use the glenoid inserter to place the glenoid trial into the bone. It was reported that the trial was impacted. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.